Event description:
It was reported that during a routine follow-up, this pacemaker was found to be in safety mode. The patient had an magnetic resonance imaging (MRI) a year ago which was when the last follow-up was performed and the account have indicated that they put the device into MRI mode for the test, as recommended. Boston scientific technical services recommended device replacement. No adverse patient effects were reported. This pacemaker remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow-up, this pacemaker was found to be in safety mode. The patient had an magnetic resonance imaging (MRI) a year ago which was when the last follow-up was performed and the account have indicated that they put the device into MRI mode for the test, as recommended. Boston scientific technical services recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that during a routine follow-up, this pacemaker was found to be in safety mode. The patient had an magnetic resonance imaging (MRI) a year ago which was when the last follow-up was performed and the account have indicated that they put the device into MRI mode for the test, as recommended. Boston scientific technical services recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.